Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose and insulin pump had blank display as well as battery out limit. The customer¿s blood glucose level was over 600 mg/dl. Customer also had blood glucose level of 337 mg/dl. The customer was treated with bolus. Customer stated the contacts on the battery cap was not missing or damaged. Customer stated that the display did not return. The customer declined troubleshoot for high blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime and compromise force sensor test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Insulin pump passed all operating currents tested within the spec range and passed off no power test. Insulin pump was monitored and tested with no blank display and unexpected battery out limit alarm noted. Insulin pump received with peeling address and serial number label and corroded battery tube noted.